Event description:
It was reported that during a da vinci si hysterectomy procedure, the customer noted the mega suture cut needle driver instrument was not holding the needle, no pieces were reported as fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the needle driver instrument was found with indentations on blades which prevented the grip to close completely. The blades were found to be damaged. No other damage was found. Engineering concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.